Manufacturer narrative:
Evaluation results: inherent risk of procedure (arterial trauma/dissection/perforation). Patient's condition affected effectiveness of device (severely tortuous, challenging and extra force was requried to advance the delivery system). Evaluation conclusions: device failure/lack of effectiveness related to patient condition (severely tortuous, challenging and extra force was required to advance the delivery system.)

Event description:
A 24 mm diameter x 14 mm diameter x 13.5 cm length aneurx bifurcated stent graft and its components were implanted into a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology is unk, the patient's arteries were reported to be severely tortuous, challenging and extra force was required to advance the delivery system. It was reported that the delivery system was attempted to be inserted without the use of an introducer sheath; however, during the attempt the delivery system kinked. It was reported about the same time the device kinked and the patient's common iliac artery was dissected. The delivery system was removed from the patient and part of the intima came out with the delivery system. The physician elected to place ilio conduit than continued with successful placement of the stent graft system. The dissection was covered with the placement of the stent graft. No additional clinical sequelae were reported and the patient is fine.